Manufacturer narrative:
Product complaint #(B)(4). D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. The actual device batch number associated with this event is not known. The following are the possible batch numbers: batch 3354325; mfg date: 4/21/2023, exp date: 4/22/2028. Batch 3357527; mfg date: 4/27/2023, exp date: 4/27/2028. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. Additional information: d4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: 3354325 and 3357527. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). H6 component code: g07002 - no device problem found. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the vstas1 device was returned attached to the syringe holder with pre-filled syringes empty. In an attempt to replicate the reported incident, the device was functionally tested to detect any functional issues. Upon evaluation of the device, it was functionally tested, and the luers move correctly and can be both tightened and loosened without issues observed. The device was fully functional according to the manufacturing requirements. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: institute grifols, s.a. (Ig) upon the reception of the notified incident, it was requested additional information regarding the batch number, the experience of the user with the product, if any leakage was observed as well as pictures/samples of the involved device. The sample was returned for evaluation to ethicon facilities and the batch became available: b04h143051. No other additional information was received up to date. According to our standard procedures, it was initiated an investigation focused on the following: 1. Evaluation of the returned device at ethicon facilities: it was received from ethicon the investigation related to the returned unit. The investigation conducted by ethicon indicated the following: ¿ visual analysis of the returned sample determined that the device was returned attached to the syringe holder with the pre-filled syringes empty. ¿ in an attempt to replicate the reported incident, the device was functionally tested to detect any issue. The luer locks move correctly and can be both tightened and loosened without issues observed. The device was fully functional according to the manufacturing requirements. ¿ as part of ethicon's quality process all devices are manufactured, inspected, and released to approved specifications. According to ethicon investigation no conclusion could be reached as to what may have caused the reported incident. 2. Investigation of the dual applicator tip: considering the nature of the incidence reported, it was requested to ethicon to carry out an investigation of the batch of tips involved as ethicon is the supplier of vistaseal dual applicator. The investigation provided by ethicon was focused on reviewing the results of batch records for the batches of tips used. It is concluded that all the components parts utilized for the involved batches met the established specifications with no incidents related. Even though a definitive root cause cannot be determined, considering there were no evidence detected during the manufacturing process of the tips and the evaluation of the returned sample, it can be concluded that the reported notification is not related to the quality of the components used. It is important to highlight that the returned device was empty, which could suggest the product could be sprayed. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Corrected information: d9. Device available for evaluation? Additional information: d9. Date device returned to manufacturer, d9. Is device returned to manufacturer?, h6. Type of investigation, h6. Investigation findings, h6. Investigation conclusions this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) h6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Is the user a new user to vistaseal? 2. Was a sales representative present during the case when the issue was experienced? 3. What is the lot number? 4. Was any leakage or product solution observed at the luer locks connection? 5. Were there any unexpected outcomes or complications as a result of the event? 6. Are there pictures of the damaged device available? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a mastectomy procedure on (B)(6) 2024 and a fibrin sealant preparation device was used. The applicator would not snap on, would not connect to the syringe. No adverse patient consequences were reported. Additional information was requested.